Manufacturer narrative:
The main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported they were going to move a patient's implantable neurostimulator (ins) on (B)(6) 2017. They wanted to know if a manufacturing representative (rep) had to be there. There were no further details given about the ins being moved. The ins was indicated for gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported their device was going to be revised on (B)(6) 2017 instead of the 3rd. They did not know why at the time, but indicated that the healthcare provider (hcp) would be in contact with more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.